Event description:
It was reported that during a stenting treatment procedure a stent became deformed. The 90% stenosed target lesion was located in a moderately tortuous and calcified proximal right coronary artery (rca). Intravascular ultrasound (ivus) using a non-bsc imaging catheter was performed. Rotational atherectomy was performed using a 1.5mm rotalink plus burr and a 1.75mm rotalkin plus burr. Ivus was repeated and the physician noted a "blood tumor" at the ostium of the rca. The 3.5x24mm promus element stent delivery system (sds) was selected and advanced to treat the "blood tumor", however, the stent did not cover the target lesion. A 3.5x16mm promus element sds was then advanced and implanted to successfully treat the target lesion. After deployment of the second stent and while the guide catheter was being removed, the 3.5x24mm promus element stent was compressed in length. The 3.5 x24mm promus element stent was post dilated with a non-bsc balloon to complete the procedure. The compressed stent was well positioned and well apposed. There were no further patient complications and the patient's status is good. .

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).